Event description:
The customer received a questionable creatinine plus ver.2 result for one patient sample processed by the modular preanalytic analyzer (mpa). The initial result was 0.53 mg/dl and was released outside of the laboratory. The doctor questioned the result as the creatinine result for the patient on (B)(6) 2015 was 11 mg/dl. A new sample was collected from the patient and the result was 9.87 mg/dl and 9.66 mg/dl with a data flag. The customer repeated the first sample and the result was 10.56 mg/dl with a data flag which was believed to be correct. There was no adverse event. The creatinine reagent lot number was 61210301 with an expiration date of 11/30/2015. The customer declined a service visit as qc and precision testing was acceptable.

Manufacturer narrative:
A specific root cause could not be identified. As the qc and precision study results were acceptable, it was assumed the cause was too little sample material pipetted into the measuring cell. This could be due to either a pre-analytic issue, incorrect placement of the sample tube, or insufficient instrument maintenance which led to a partially clogged sample probe.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.